Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v268625, implanted: (B)(6) 2010, product type lead. (B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly with the device. The battery was not in new condition.

Event description:
The manufacturers¿ representative reported that the patient underwent a surgical procedure on (B)(6) 2015 for the replacement of an implantable pulse generator (ipg) battery after reported long-standing detrusor instability with the device in place. The device was originally implanted on (B)(6) 2012 after a previous failure of a different ipg. The patient had frequency, urgency and urge incontinence returning as she could not feel any stimulation and she indicated the device was not working. There was no complication noted with the implant procedure. On (B)(6) 2015, the long-standing detrusor instability was documented by the urologist surgeon and the patient was taken to surgery under mac with local anesthesia for the replacement. There were no lead changes reported. The leads were functional when applied to a new ipg with no significant high impedance reported. The new device tested perfectly with no complications. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.